Event description:
It was reported that the home patient (hp) had an increased intra-peritoneal volume (iipv), which manifested as a full feeling. The hp went to their rehabilitation center. The nurse performed a manual exchange where the hp drained 3800ml. During the follow up, the nurse reported that the last fill volume (lfv) for the hp equaled 2000ml. There was no adverse event associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.